Event description:
The patient contacted animas on (B)(6) 2012 and stated that the up, down and ok keypad buttons were sticking and required multiple presses to elicit a response and the contrast button did not work. The patient denied damage to the keypad. The patient reportedly wore the pump attached to a belt and did not clean it. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow, down arrow and ok keypad buttons were normally responsive. The contrast button had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons and the up arrow and down arrow button contacts were noted to be misaligned.